Event description:
Boston scientific received information that high pacing impedances were detected on this right ventricular lead via the latitude patient monitoring system. At a recent follow up, the root cause was determined to be a lead dislodgement resulting in the high impedances along with high pacing thresholds. A revision procedure was performed to reposition the lead successfully with normal diagnostics noted after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.